Manufacturer narrative:
(B)(4). This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(6) 2013 from a reporter reporting for a female consumer (age unspecified) from the united states. On an unspecified date, the consumer started using reach johnson and johnson floss, mint waxed for dental cleaning (route-dental, lot number 0772d, frequency and expiration date unspecified). After an unspecified duration, the consumer stated that, from the different packages that she had purchased, the metal cutter part repeatedly broke off. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states.

Event description:
This spontaneous report was received on 11-jan-2013 from a reporter reporting for a female consumer (age unspecified) from the united states. On an unspecified date, the consumer started using reach johnson and johnson floss, mint waxed for dental cleaning (route-dental, lot number 0772d, frequency and expiration date unspecified). After an unspecified duration, the consumer stated that, from the different packages that she had purchased, the metal cutter part repeatedly broke off. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states. Additional information received on 21-feb-2013. A review of the complaint data revealed no adverse trends and no trend involving lot number 0772d. Complaint could not be considered confirmed since customer unit was not received. However, documentation and history of changes demonstrated adequate controls and did not show any gaps in the production process that could potentially affect the product. Complaint trends would continue to be monitored. This report remains a reportable malfunction case in the united states.

Manufacturer narrative:
The date of this submission is 05-mar-2013. This closes out this report unless other additional significant information is received.